Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt they were not getting much help from the stimulator and hadn't charged for awhile, and the other day while trying to charge it was almost impossible. Caller states the battery is almost dead and almost impossible to keep this charged. Patient states the slightest movement or breathing will turn stim off and have to restart. Patient service specialist advised to reset controller and after reset patient was able to start charging with excellent quality. The troubleshooting steps that were taken on the call resolved the issue. Caller reports they have never reset the equipment and seems to work as intended. Caller will monitor and call back if needed. Caller states the patient has an appointment monday with their manufacturer representative.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that their current settings didn't provide adequate stimulation. They stated that rebooting the controller and adjusting the settings resolved the issue.